Event description:
Info from trial database. Thromboembolic complication. Ischemic lesions in the junction of two territories. Coils used: qc-3-8-3d, qc-2-6-helix, qc-2-3-helix.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry pertaining to the evaluation of detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2008; enrollment ongoing. Target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237 and 2029214-2009-00007 to 2022914-2009-00014.